Manufacturer narrative:
This event occurred at (B)(6) hospital in canada. Investigation conclusion: a correlation between the device and the reported rv failure, aortic insufficiency, and patient outcome could not be conclusively determined. The reported events are not thought to be device related. The device was reportedly operating as intended and would not be returned for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 months, 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported the patient had severe right ventricular valve failure and was not responding to treatment. Aortic insufficiency noted ¿wide open¿. An amplatzer was performed but was unsuccessful. The pump was stopped and care was withdrawn. The patient subsequently expired on (B)(6) 2019. Additional information has been requested but has not yet been received. Event date has been estimated.